Manufacturer narrative:
A review of the returned product was performed. Visual inspection confirmed that the PICC line tubing was broken. The exact root cause is unable to be determined; however, a possible cause of the catheter breakage may be related to excessive tensile/pulling force during use. There were no issues identified related to manufacture of the product. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter and its ability to endure use.

Event description:
PICC broke at hub after patient moved his arm. According to the nurse, the line was not stuck or caught on anything.